Event description:
Th pt was implanted with an extended lead lvad in 2002. The following month, the pt noticed an increase in "grinding sound" from the lvad and the lvad system controller alarmed. The pt was in the hospital as an inpatient at the time of the event and was switched to pneumatic back up on a stroke volume limiter and drive console as a result of this event. The hosp attempted to place the pt back on electric actuation of the lvad; however, after 30 minutes the lvad system controller alarmed again and the pt was transferred back to pneumatic actuation. The pt was supported on pneumatic actuation until they received a heart transplant in 2003. Upon transplant the lvad was removed and was returned to the MFR in 2003, for analysis.